Event description:
Report received of "several withdrawal episodes. Dye test performed, which resulted in overdose." Follow up with health care provider revealed presented with "jitters, sweats and increased pain". Side port was accessed and 0.1-0.2 ml obtained. Pump refilled. The next day pt had a dye study done. 0.5 ml clear cerebrospinal fluid withdrawn from side port and omnipaque injected. Catheter found to be patent. Pt discharged in stable condition. Reported lethargy later in the afternoon -instructed to report to e.r. Admitted to ICU - staff refused to administer physostigmine to pt. Pt intubated and pump turned down to 82 mcg per day from 720 mcg/day of pharmacy compounded baclofen. Pt was extubated the following morning and gradual increase of dose was begun until stable at 300 mcg per day. In the hospital, pt was tested for cannabis and found to be positive. No complaints of recurrence of problem since this event.